Manufacturer narrative:
The reported field event of sensing anomaly and inappropriate therapy could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer report number: 2017865-2023-15949. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) resulting in inappropriate shocks. The physician elected to explant and replace the ICD and to cap and replace the rv lead on (B)(6) 2023. The patient condition was stable following the procedure.